Event description:
The customer alleged that the audio alarm doesn't function during set up. There was no pt involvement. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the audio alarm as a precautionary measure. The unit passed extended self testing before and after the component replacement. It is not verified that the audio alarm failed to function, and no malfunction may have occurred.